Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately low compared to another device. The reporter claimed obtaining a blood glucose reading of "57mg/dl" with the subject meter, but could not recall the result obtained from the other unknown device. Results were obtained within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.